Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, it was noted that the implantable cardioverter defibrillator exhibited far r wave oversensing resulting in ams episodes. No intervention was reported. The patient will continue to be monitored.